Manufacturer narrative:
Continuation of medical devices: 407658 lead implanted: (B)(6) 2011, 457453 lead implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since the patient¿s generator change there has been variability in the svc (superior vena cava) coil impedance on the right ventricular (rv) lead. There have been two patient alerts triggered for high/undefined svc impedances. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.